Event description:
It was reported that the insulin pump has cracks around the display window. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratches on lcd window and corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.